Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair and mesh (20cm x 25cm) was implanted on (B)(6) 2015. On (B)(6) 2016, the patient underwent surgery for recurrence of her incisional hernia. She presented with pain, nausea and vomiting. The central portion of the mesh device was not incorporated into the abdominal wall and loops. The intestines were protruding through the ruptured central portion of the mesh, and she had an intestinal obstruction. The mesh was densely adhered to the loops of the patient¿s intestines. Surgeon attempted to remove the mesh, but portions of the mesh could not be removed. No additional information was provided.